Event description:
Nellcor puritan bennett received a call on 1/26/1999. Source called to report the following problem: nurse spllied liquid on machine. All leds on constant single tone alarm. No pt harm.